Manufacturer narrative:
Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube with a scratch, tubes with fm in and on the gel, tube with air bubbles in the gel was observed and incorrect gel quantity was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube with a scratch, tubes with fm in and on the gel, tube with air bubbles in the gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube with a scratch, tubes with fm in and on the gel, tube with air bubbles in the gel. Bd determined that the root cause of the indicated failure mode of gel air bubbles was attributed to air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Bd was not able to identify a root cause for the indicated failure mode of damaged tube. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was under-fill or low draw of a tube with blood, foreign matter in the tube(s) biological and non-biological, and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: "there are 287 abnormal tubes, among which 1 tube have problems of breakage, 3 tubes have problems of gel volume insufficient, 3 tubes have problem of foreign matter-in tube, and 280 tubes have problems of gel air bubbles."